Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that during pre-testing a crack was found in the system and an air leak was present. No patient injury reported.

Manufacturer narrative:
(B)(4). Five pictures of catalog number 311403 were received for analysis. They were visually inspected; however, the pictures were not clear enough to identify any issues that could lead to the defect reported. It is necessary to have the sample to perform an investigation. The device history record (DHR) of batch number (B)(4) that belongs to catalog number 311403 has been reviewed and no issues or discrepancies were found that could relate to the reported complaint. No non-conformance reports were originated for the lot in question that can be associated to the complaint reported. The DHR shows that the product was assembled and inspected according to specifications. Thirteen samples of current production (catalog number 311403) were reviewed and inspected for cracks in the extension tube and no issues were found that could lead to the condition reported by the customer. If the defective sample becomes available at a later date this complaint will be re-opened.

Event description:
The customer alleges that during pre-testing a crack was found in the system and an air leak was present. No patient injury reported.